Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported that the suture was cut prior to tightening the knot. It should be noted that the electronic perclose prostyle instructions for use (eifu), states, ¿while maintaining the single-handed position with the perclose snared knot pusher, and keeping the rail suture limb taut and the tip of the perclose snared knot pusher on top of the suture knot, pull gently on the non-rail suture limb coaxial to the tissue tract with the right hand to remove suture slack, tighten and lock the suture knot at the vessel surface.¿ the cut trigger was inadvertently pulled; therefore, notification is not required. Based on the information received, the investigation determined that the reported issue appears to be related to user error. In this case, it was reported information the physician inadvertently pulled the trimmer lever prior to completion of tightening the knot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5: describe event or problem: updated. D4: model # updated from unk prostyle to 12773-02. D4: lot # updated from unknown to 4090942. D4: primary UDI number updated from unknown to (B)(4).

Event description:
Subsequent to the previously filed report, the following information was received: it was reported that suture placement in the right common femoral artery using a prostyle device using the pre-close technique via a 7f sheath hole prior to a percutaneous coronary intervention diagnostic procedure. The suture of the prostyle device was successfully placed. The sheath size remained a 7f, and the diagnostic procedure was completed. Reportedly post procedure, during knot advancement, the suture was prematurely cut with the suture trimmer before the knot was tightened at the vessel. A new non-abbott device was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided. H6: medical device problem code 2017 - failure to follow steps / instructions.

Event description:
It was reported that suture placement in the right common femoral artery using a prostyle device using the pre-close technique via a 7f sheath hole prior to a diagnostic procedure. The suture of one prostyle device was successfully placed. The diagnostic procedure was completed. Reportedly post procedure, when using the knot pusher, the doctor tightened the red lever (trimmer) before pushing the knot all the way down. A new prostyle device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.